Event description:
It was reported that the patient's implantable cardiac monitor exhibited under-sensing due to premature ventricular contractions (pvc). The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.